Event description:
Caller reported that a battery that depleted rapidly, leading to frequent pump shutdowns. This negatively impacted the user's health and therapy, causing them to resort to multiple daily injections (mdi). There was no reported impact to the customer¿s blood glucose level, and the customer declined further troubleshooting.